Event description:
During a leadless pacemaker (lp) implant procedure, difficulty occurred during the catheter and lp separation resulting in a stretched helix on the lp. A new lp was used to complete the procedure. The patient was stable.